Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a sapien 3 ultra valve, the valve was not perfectly aligned on the commander delivery system balloon, however, the team decided to proceed with the procedure. The initial valve deployment position was 90/10, but the valve embolized into the aorta as the operator pull the commander delivery system balloon through the valve after deployment. A second valve was successfully implanted. The patient was stable post procedure. Imagery from the facility was provided, and the valve was observed to not be between the alignment markers right before deployment. An asymmetrical expansion could be seen during balloon inflation, and the valve was pushed up towards the ascending aorta.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural video was provided by the site, and the following was observed: the valve was not positioned between alignment markers and embolized into aorta during inflation. The reported event for valve not between alignment markers and deployed was able to be confirmed as the procedural video showed that the valve flared out due to the valve not being positioned between the alignment markers. Per the training manual, 'slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap' and 'check to ensure: thv is exactly between the valve alignment markers'. Per event description, the valve was not between alignment markers prior to deployment. If the crimped valve was not within the alignment markers prior to deployment, the deployed valve could be inflated asymmetrically, and thus, pushed towards aorta and/or left ventricle during the deployment as observed in this case. As such, available information suggests that use error (not following IFU/training manual, valve not between alignment markers and deployed) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.